Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Medical device: model #: mc1vr01-delsys / expiration date: 28-apr-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No dev rtn to MFR? No. Device mfg date: 29-oct-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of leadless implantable pulse generator (ipg) pacing failure occurred when the tether of the delivery system was cut. It was also reported that the ipg dislodged one day after implant and the ipg exhibited inappropriate therapy as pacing failure and sensing failure occurred. The ipg dislodged near the pulmonary artery and attempts made to remove the ipg with a snare but were unsuccessful. The patient then underwent surgery to remove the ipg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: event was not life threatening. If information is provided in the future, a supplemental report will be issued.